Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced that infusion set tubing was damaged right near the hub on (B)(6) 2025. The infusion set was in use for about 30 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010190, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010190 was manufactured according to the work instruction (wi) version 119 and manufactured in the line 8 on 09/nov/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the related processes and further product disposition were required. The sub-assembly, gluing of tubing of the lot 4l00343 was manufactured according to the form version 2.0 and manufactured in the machine itl03, on 09/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l00278 was manufactured according to the form version 2.0 and manufactured in the machine itl03, on 10/nov/2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: one nc raised during production unrelated to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.